Manufacturer narrative:
Date sent to FDA: 9/15/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6)2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which it was noted ¿the operation lasted up to four hours and resulted in both an extensive lysis of adhesions and a small bowel resection. During the procedure, the surgeon found a chronic obstruction. Additionally, he found that the previously implanted mesh had fused to the small bowel. The decision was made to not implant any new hernia mesh and postpone any further hernia repair for a later date.¿ it was reported that the patient underwent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, nausea, vomiting, bowel obstructions, chills and inflammation. No additional information is provided.